Manufacturer narrative:
The field service engineer (fse) was dispatched to the site to investigate the event. The fse reviewed the aperture counts and the instrument's history log. The fse concluded the first two apertures had partial plugs and the two apertures matched with low wbc counts. The root cause for this event is that a partial plug caused two apertures to match with an erroneously low wbc result. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.

Event description:
The lh750 instrument generated false low wbc (white blood cell) count result on a pt sample. The lab made a buffy coat smear and performed manual differential on wbc and a result of 0.5 was reported. The initial results were reported outside the laboratory. The physician questioned the results and had the pt redrawn two hrs later. The redrawn results were higher. The pt was drawn two days later with similar wbc results as the redrawn sample. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.